Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room. Evaluation showed shocks delivered due to high voltage right ventricular lead noise. The noise was reproducible with arm movement. All lead test values were within normal range. Therapies were programmed off. The patient was awaiting lead revision and replacement. The patient was stable.

Event description:
New information received notes the patient initially had a fall at work after which a shock was received resulting in discomfort prior to being taken to the emergency room. The lead was capped (B)(6) 2021 and replaced. The patient was stable before during and after the procedure and suffered only discomfort from the initial shock on the day he went to the emergency departmemt.